Event description:
In 2008, a representative from medical center made allen medical aware of a post-operative brachial plexus injury resulting from a lengthy trendelenburg positioning procedure during which one of our shoulder brace product was used by the staff. According to the facility, the patient condition has improved but there was some complaint of weakness and residual pain.

Manufacturer narrative:
The shoulder braces are no longer in use and are in quarantine at the user facility. The facility acknowledges receipt of the original in-service documentation which accompanied the product during shipment. Copy received. There have been no claims from the staff that the device failed in any way. Allen issued a return material authorization with paid shipping so that the product could be returned for an engineering evaluation. The facility has declined to release the product to us. Allen was invited to visit the facility for a review of the braces, but at the time of this report, an on-site visit is not planned. An MDR follow-up report will be filed should the shoulder brace product be evaluated and yield new information.